Event description:
It was reported that the elite+ misfired during use. No patient injury was reported.

Manufacturer narrative:
The device was returned and evaluated by cynosure's optics engineering team. A break was observed at the distal end and outside the handpiece connector. Optics team determined likely root cause for breakage is user error due to bending the fiber cable. The device history record confirms that the product passed and met all requirements before releasing. Due to the site reporting a misfire, this event is an aro (accidental radiation occurrence) and therefore reportable.